Manufacturer narrative:
The received device had the cannula assembly fully deployed. A bend was noted on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. It could not be determined when the bend occurred and if it contributed to the reported event, an improper insertion of the cannula. No other defects or deficiencies were found during the investigation. The reported event could not be determined. Cracks were found in the upper housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels high, over 500 mg/dl while wearing the pod for 5 hours. Patient's mother saw that the pod's cannula was never in the skin (arm). The cannula also appeared to be bent. As treatment for hyperglycemia, a new pod was applied and 1 unit of insulin was provided.